Event description:
Customer reported the left monitor intermittently goes blank; happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter board. System operates as intended.